Manufacturer narrative:
This is a final report, filed december 11, 2008.

Event description:
Per the audiologist, the patient did not respond to sound with the cochlear implant system. Results of a CT scan (date not reported) showed the electrode array was not fully in the cochlea. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.